Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus elite ous mr 16 x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the distal end were noted to be lifted from their crimped position. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. An examination of the distal tip showed no signs of damage. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28feb2020. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and highly calcified left anterior descending artery. After a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a non-bsc balloon catheter. A 16 x 3.00mm promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.